Manufacturer narrative:
Notice sent to users with reinforcement of instructions for use.

Event description:
It was reported smartpegs (type 101, type 102, type 103 and type 104) have a different behaviour than other smartpeg types. Osstell smartpegs are intended to be used as an accessory to osstell instruments for measuring implant stability. The measurement results are presented using the isq scale where a higher value indicates a higher level of stability. The four types of smartpegs (type 101 - type 104) related to this report are intended for use on implant level on two specific implant models, and on abutment level on two specific abutment models compatible to those specific implant models. Measurement results on abutment-level normally differ slightly from measurement results on implant-level. The instructions for use therefore includes the recommendation to identify the isq difference to the measurement performed at implant level, by taking a measurement on the implant before the abutment is attached and then a second measurement on the abutment. Most commonly the measured value is slightly lower on abutment level than on implant level. But with the smartpeg types related to this report, abutment-level measurements result in a positive offset compared to implant-level measurements. If not correctly used with a reference measurement on implant level, the measurement on abutment can indicate a false high implant stability. This can influence the clinician to take the wrong decision and load the implant too early, in the extension potentially resulting in implant failure for the patient. No adverse event has been reported.